Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A synergy¿ stent was advanced and implanted to the lesion. However, it was noted that the stent got damaged after an ancillary device was placed to post dilate the implanted stent. No patient complications were reported.